Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump was alarming no disposable, clamp tubing. Stopped and restarted the pump. The pump continued to alarm. The patient had trouble following instructions so no additional trouble shooting was done. The patient was advised to turn the pump off, clamp the tubing and call the clinic to see if she should go in earlier than her scheduled appointment. There was no injury to the patient reported.